Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this device was received with no information regarding why it was sent. Attempts for additional information regarding the return were made but not successful. A gross examination revealed an anomaly. This was assumed to be the reason for return, and a complaint was subsequently opened.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed the detachment site of the longer exhaust tube of the pump and the detachment site of the exhaust tube of cylinder #1 appear to be rough and irregular, indicating sufficient stress was exerted. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or the reservoir. No information was provided as to the reason for return. However, rough and irregular surfaces are noted on the detachment of the longer exhaust tube of the pump and exhaust tube of cylinder #1. Quality concluded that the rough and irregular surfaces associated with these detachment sites indicates that sufficient stress(s) most likely was exerted on the exhaust tube to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.